Event description:
At 7:30/a on 10/14, the patient's fasting blood glucose result on her one touch ii meter was 403 mg/dl. She took her usual 17u nph and an additional 4u regular insulin. Shortly thereafter, she experienced "seizures." The paramedics were summoned and upon arrival at 8:30/a, administered an injection of glucagon. A 9/a laboratory blood glucose result obtained in the ER was 13 mg/dl. The patient was treated with IV glucose and released at 8/p. On 10/15 at 6:30/a, a fasting blood glucose result on her meter was 587 mg/dl. In addition to her regular 17unph, the patient took 7u regular. She again experienced "seizures" and was transported to the hospital where at 7:30/a her lab blood glucose level was 300 mg/dl. She was treated with IV glucose and released at noon. The meter is reportedly cleaned, according to manufacturer's recommendations, however, quality control tests designed to detect potentially inaccurate results are not performed. Calibration status is unknown at this time.

Manufacturer narrative:
Co has completed co's investigation of the MDR incident listed above and, after testing the device, co has not been able to verify a device malfunction which could have contributed to this event. As part of evaluation of the returned product, the memory is downloaded for review and verification. The customer reported test results could not be confirmed. Co concludes that the alleged inaccurate results may have been due to user error or some unknown anomaly. At this point, co's investigation of this matter is closed.